Event description:
Corrected info: the customer reported that the rectangular activation button of the device got stuck and locked up. There was no bipolar energy activated and no injury to the patient. The device was not clamped on patient tissue when the button got stuck, and the procedure was not converted from laparoscopic to open. The laparoscopic procedure was completed with other instruments.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the rectangular activation button of the device got stuck and locked up. Reportedly, there was no bipolar energy activated and no injury to the patient. However, the surgeon then converted the procedure from laparoscopic to open. Additional information regarding this incident, including the reason for the conversion, has been requested.

Manufacturer narrative:
(B)(4). One used lf4318 device was received for evaluation. Visual inspection found no defects. Functional testing was conducted. The activation button was pressed numerous times and the button released normally each time. Every time the button was pressed, the sample activated normally. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's reported condition.

Manufacturer narrative:
(B)(4).